Manufacturer narrative:
(B)(4). Date sent: 5/30/2019. The lot/batch was not provided; therefore, a manufacturing record evaluation could not be performed.

Event description:
It was reported that during a low anterior resection procedure, the healthcare provider was using the cdh29a, but when firing, the staples didn't come out. They manually sutured to successfully complete the procedure and no other intervention was required. There was no delay to the event. Patient consequence was not reported.

Manufacturer narrative:
(B)(4). Batch r5aw6v. Additional information requested and received: just to clarify, did the device not deliver staples into the tissue? If yes, did the device cut? Or, was there difficulty removing the device from the patient after firing? Were there any adverse patient consequences? If yes, please describe. Respons: yes the device is not delivering the stapler but it did cut the tissue but no stapler was out. So after it was fired, there is no anastomosis.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Batch # r5aw6v. Investigation summary: the analysis results found that the cdh29a device arrived and with no apparent damage. In addition, the staple retainer was received. The breakaway washer was present and uncut, and the device was fully loaded with staples, indicating that the device had not being fired. The device was tested for functionality with the returned washer and it fired and formed all the staples as well as completely cut the test media and the breakaway washer without incident. The staple line was complete, and the staples meet the staple form release criteria. Device returned was confirmed to have an uncut washer. Device batch information was reviewed, and it was confirmed to be manufactured within bounding time period of the field action, however based on review of manufacturing records, it was not confirmed to exhibit behavior associated with the field action. The event described could not be confirmed as the device performed without any difficulties noted. There may have been other circumstances or issues that occurred during the use of the device that we were unable to duplicate during our laboratory analysis. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformances were identified.